Event description:
It was reported that the patient experienced elevated blood glucose and attempted to reduce the high reading by announcing meals without actually eating, after which the patient received education on appropriate use of meal announcements. Symptoms included hyperglycemia. Outcomes included no hospitalization and no device alarms. Investigation included troubleshooting and user education regarding proper bolus use and meal announcements. Investigation of this case revealed improper use of therapy settings and user error related to announcing meals as a corrective action, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction causing or contributing to the event.